Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One photograph of a groshong was returned for evaluation. An initial visual observation of the photograph showed that there was a bead of a clear liquid on the catheter tubing. No obvious damage could be seen on the tubing in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the customer found that the catheter was leaking when performing the pulse seal. The leak was discovered after one week. The catheter was inserted on (B)(6) 2025 and removed on (B)(6) 2025. A new catheter was replaced and the patient was unharmed.